Event description:
It was reported that the nurse was unable to initiate ttm as the prob was not reading patient temperature (pt) on the arctic sun device. There were no dashes, the segment was blank. Confirmed they were able to get a reading on the bedside monitor. They will need to locate another arctic sun device to swap the temperature in cable. Explained how to remove the cable from the arctic sun device, but they were unable to do that. They had another nurse come into the room who was able to remove the cable. No further calls from this account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.